Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the 4-way valve is not shifting properly. Additional malfunction is the pilot valve is alarming and shutting down.